Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire distal nitinol and the core wire were separated, the core wire was bent on its proximal separated side, and the guidewire was bent on along its ptfe length. In addition, the guidewire ptfe coating was scrapped and the torque device was on the guidewire where the ptfe was scraped off. From the condition of the guidewire the functional evaluation could not be performed. Sem (scanning electron microscopy) micrographs were obtained on the nitinol tubing and corewire. The distal end of the nitinol was snared during the procedure and was too damaged to assess the fracture site. The fracture site on the proximal end of the nitinol was covered in debris, so the fracture site could not be assessed. There appears to be dimpling on the fracture site on the proximal end of the corewire which indicates a ductile break. No inclusions or material anomalies were noted at the corewire fracture site. Based on the information currently available, an assignable cause of procedural factors will be assigned to analyzed and reported guidewire distal end broken/fractured and the analyzed guidewire proximal section kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the dfu but due to procedural and/or anatomical factors during use, the device performance was limited. In addition, the ptfe coating appeared to be scraped off of the guidewire with the torque device collet due to insecurely tightened the torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error.

Event description:
During the procedure the radiography was not successful, so the physician checked carefully and found that the distal section of the microcatheter was broken. The physician then withdrew the microcatheter and the guidewire (subject device) together, and the guidewire was also found to be broken. The broken part of the guidewire and microcatheter were snared from the vessel. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure the radiography was not successful, so the physician checked carefully and found that the distal section of the microcatheter was broken. The physician then withdrew the microcatheter and the guidewire (subject device) together, and the guidewire was also found to be broken. The broken part of the guidewire and microcatheter were snared from the vessel. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire distal nitinol and the core wire were separated, the core wire was bent on its proximal separated side, and the guidewire was bent on along its ptfe length. In addition, the guidewire ptfe coating was scrapped and the torque device was on the guidewire where the ptfe was scraped off. From the condition of the guidewire the functional evaluation could not be performed. Sem (scanning electron microscopy) micrographs were obtained on the nitinol tubing and corewire. The distal end of the nitinol was snared during the procedure and was too damaged to assess the fracture site. The fracture site on the proximal end of the nitinol was covered in debris, so the fracture site could not be assessed. There appears to be dimpling on the fracture site on the proximal end of the corewire which indicates a ductile break. No inclusions or material anomalies were noted at the corewire fracture site. Based on the information currently available, the cause of the analyzed and reported guidewire distal end broken/fractured and bend on the proximal side could not be determined. And the ptfe coating appeared to be scraped off of the guidewire with the torque device collet due to insecurely tightened the torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error.

Event description:
During the procedure the radiography was not successful, so the physician checked carefully and found that the distal section of the microcatheter was broken. The physician then withdrew the microcatheter and the guidewire (subject device) together, and the guidewire was also found to be broken. The broken part of the guidewire and microcatheter were snared from the vessel. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.